Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported they received a pump error. The customer was constantly receiving battery out limit alarms. The battery was changed three times. The customer received a new insulin pump from the hospital. Customer's blood glucose level was not reported. The device was not returned.